Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-apr-17 regarding a patient receiving dilaudid (1mg/ml at .44985 mg/day), bupivacaine (20mg/ml at 8.99707 mg/day), and clonidine (400mcg/ml at 179.94143 mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient presented with continued difficulty activating their personal therapy manager (ptm) and experienced uncontrolled breakthrough pain. Examination revealed the pump had become inverted. A pump pocket revision was planned, and on (B)(6) 2020 surgical observation revealed all four suture loops were broken. The pump was repositioned and re-anchored. The event resolved without sequelae on that date. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.